Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had infusion set leaks. Customer's blood glucose at time of incident was 220 mg/dl. The customer advised for both infusion sets, site is leaking under the tape on the button side, right side of the clip is the location of the leaks. The customer was advised to change infusion set. The customer would like to return the set for analysis. The customer wa advised to monitor pump and blood glucose. The customer was advised that we are replacing sets.